Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: during investigation, a visual inspection of the pump indicated no evidence of moisture in the cartridge compartment. A leak test was performed and no leaks were detected. When the pump was opened, no moisture was observed on the internal components of the pump. The complaint of a moisture ingress was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.